Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using anti-e (monoclonal) gamma-clone on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2014 to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support determined that the source of the problem was user error. The customer was not separating the plasma from the red blood cells in the donor segment sample prior to actual testing on the galileo echo, as instructed to do so in the current instrument labeling. The customer was not handling the donor segments according to instructions provided in the current version of the galileo echo operator manual. Immucor technical support advised the customer to follow the written instructions provided.